Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing and it was noted that the smartpass filter was off. A request for technical review was needed. Technical services (ts) confirmed that the smartpass filter had been disabled since december 2020 and the primary sensing vector showed variability in the r wave amplitude and double/triple counting was observed. Ts noted that in (B)(6) 2020 a reduction in r wave was resulting in double and tripe counting and multiple inappropriate shocks. Ts discussed possibly repeating an electrophysiology study to evaluate how consistent the r-wave was. At this time the device remains implanted. No adverse patient effect were reported.